Manufacturer narrative:
Test strip lot # unk. Control solution lot # unk. Device serial # unk. No product is expected to be returned for eval.

Event description:
It was reported to nova biomedical that upon learning his blood glucose test strips were being recalled, the consumer wanted to report that during the use of the recalled strips the consumer alleged a period of bad health including a month's hospital stay in (B)(6) 2014. The consumer was not forthcoming on any info about whether his hospitalization was diabetes related but reported experiencing a seizure and two strokes in the last few months. No info was received about what nova biomedical device was being used. No product is expected for eval.